Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has not used it for a year and it will not inflate properly as the pump bulb stays depressed and will not refill. Troubleshooting measures were suggested, he stated that he would attempt and also call the physician for a device evaluation appointment if he was not able to resolve it. The ipp is currently implanted. There were no additional patient complications.